Event description:
It was reported that a 512s was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the device had a defective gasket. There was no consequence to the pt.

Manufacturer narrative:
Date sent: 10/26/1998. D5,6; h4: info not available, device not returned for analysis.